Event description:
On feb 23, 2006 the lay pt contacted lifescan alleging that her one touch ultra meter would not power on. The medical affairs specialist sent a letter to the pt since she could not be reached via phone. The pt was unable to obtain a result on the reported meter due to the power issue for an unspecified period of time. She took insuling following attempted use of the meter, the insulin type and dose taken was not provided. The pt felt tired, shaky, and had blurred vision. She contaacted emergency services. A result of 370 mg/dl was obtained on another device. The pt was treated with insulin; the insulin type and dose were not provided. No info regarding the pt's diabetes treatment regimen was provided. The customer service agent (csa) walked the patient through reseating the meter battery and the meter powered on. The csa noted the meter was not set to the correct unit of measurement and required setting the meter code. The meter, test strips, and control solution were replaced. The complaint is being reported as the pt was unable to test her blood glucose and received insulin treatment.